Event description:
It was reported that upon hooking up patient¿s chemo medication, a drop of normal saline was noticed at the blue port connection, closest to the patient. Upon further flushing of normal saline the drops became larger. This was discussed with the charge rn, heparinized, and the was needle removed; then re-accessed patient with a new needle. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 19 ga safestep infusion set was returned for investigation. Use residue was present on the device. The safety mechanism was activated prior to return. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was activated to pressurize the device and a bead of water was observed to form at the blue hub at the ¿y¿site. Since a bead of water was observed to form at the blue hub, the complaint is confirmed. No continuous leaks were observed in any part of the infusion set. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that upon hooking up patient¿s chemo medication, a drop of normal saline was noticed at the blue port connection, closest to the patient. Upon further flushing of normal saline the drops became larger. This was discussed with the charge rn, heparinized, and the was needle removed; then re-accessed patient with a new needle. No patient injury reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed. One 19 ga safestep infusion set was returned for investigation. Use residue was present on the device. The safety mechanism was activated prior to return. The sample was flushed with water using a 12 ml syringe and was found to be patent to infusion. The distal clamp was activated to pressurize the device and a bead of water was observed to form at the blue hub at the ¿y¿site. Since a bead of water was observed to form at the blue hub, the complaint is confirmed. No continuous leaks were observed in any part of the infusion set. The product IFU warns, ¿needleless y-injection site valve may leak slightly at certain pressures resulting in a small bead of fluid on the valve.¿

Event description:
It was reported that upon hooking up patient¿s chemo medication, a drop of normal saline was noticed at the blue port connection, closest to the patient. Upon further flushing of normal saline the drops became larger. This was discussed with the charge rn, heparinized, and the was needle removed; then re-accessed patient with a new needle. No patient injury reported.